Event description:
The customer reported to a baxter representative a condition of a one-link connector that was alleged with a leak of during chemotherapy on an unknown patient. The leak was reported to have been observed during the first thirty minutes of therapy the product in question was reported to have been utilized with a huber needle and a catheter of unknown manufacture. There was no report of patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not received for evaluation. Therefore the customer reported condition was not confirmed and the root cause could not be identified.

Manufacturer narrative:
(B)(4) - evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.